Event description:
It was reported that the patient presented after hearing alert tones. An alert for the right ventricular lead had triggered due toan elevated sensing integrity counter and non-sustained tachycardia episodes with short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).